Event description:
It was reported that pericardial effusion (pe) occurred. A concomitant ablation and left atrial appendage (laa) closure procedure was being performed, with the ablation portion being performed first. Pre-procedure intracardiac echocardiogram (ice) imaging confirmed there was a small pe noted prior to the procedure. Venous access was obtained, and a non-boston scientific transseptal puncture (tsp) system was used to complete tsp. A 180cm amplatz extra stiff was used intraprocedural as the guidewire. A 27mm watchman flx pro closure device and delivery system (wds) was inserted, advanced and deployed in the laa. After final release of the closure device, a sweep was performed, and the pe was noted to be slightly larger than before, and it was monitored for ten (10) minutes. The pe was then deemed not large enough to tap and the procedure was concluded. The patient was sent to the post operative area, where then hypotension with blood pressure in the low 90's was noted so a transthoracic echocardiogram (tte) was performed. The physicians decided to perform a pericardiocentesis and 480ml of frank bloody fluid was removed with a jp drain being left in place. The patient was admitted overnight for observation and discharged the following day post index procedure.